Event description:
It was reported that during a scheduled retrieval, it was identified that the filter was tilted, three filter limbs were detached and the filter migrated cephalad by one vertebral body. Prior to the retrieval procedure, imaging identified two detached filter limbs. One limb was in the lung and the other one in the vena cava wall. Reportedly, the physician had difficulties retrieving the filter as it was significantly tilted and the apex appeared to be embedded in the cava wall. The physician gained access through the femoral vein and was able to straighten the filter. The filter was then successfully removed through the jugular access. Upon filter retrieval, it was identified that a third limb had detached. It is believed that the third limb is in the liver but that could not be confirmed. The pt is reported to be asymptomatic and there are no plans to attempt retrieval of the detached limbs.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device has been returned, the device eval is currently underway.